Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to available information, the reservoir migrated from its original position. Mechanically, the implant was still functional. The device was explanted and replaced. No other adverse patient effects were reported.